Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot #n3k2508y) sigphandle, sig power sigphandle handle, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colon, when the reload was connected to the powered stapler, there were no issues with the opening and closing the jaws. But when the tissue was approached and the surgeon tried to fire the stapler, it did not fire. A new powered handle, shell and reload were used to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic sigmoid colon, when the reload was connected to the powered stapler, there were no issues with the opening and closing the jaws. The tissue was approached and the surgeon pressed the green button, but the green light did not illuminate and there was no response from the button. The surgeon tried to fire the stapler, but it could not be fired. A new powered handle, shell and reload with the same adapter were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr, fdd) additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.